Event description:
A customer reported that the image of the evis exera iii xenon light source was lost and the screen was black. The issue occurred during a procedure. The image did return during the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer reported the issue was not present at the time of the call. Tac advised the customer to attempt the following troubleshooting steps: power down the scope before removing and inserting the scope into the light source. Errors must be cleared before trying an additional scope or it will appear additional scope has same error. Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint may be on the electrical contacts of scope. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Verify and/or reseat brightness/white balance and communication cables. Verify the endoscope connector on light source is clean and free of debris. Attempt a second 190 series scope and if the error is not present, the issue may be with the first scope. If the error re-occurs, the issue may be with the light source. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to foreign material or dust adhering to the electrical contacts of the connector. The event can be detected/prevented by following the instructions for use which state: instructions evis exera iii xenon light source/olympus clv-190 7.1 care caution do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. Do not immerse, autoclave, or gas sterilize the light source. These methods will damage it. Do not wipe the external surface with a hard or abrasive wiping material. The surface will be scratched. Note clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2, e3, & g2: additional information has been obtained and provided.